Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer representative communicated that the customer reported via phone call that the insulin pump went into threshold suspend due to the sensor readings not being accurate. Customer stated he was not low; blood glucose was 147 mg/dl. The customer stated he might have rolled over the sensor while sleeping. He also mentioned the over tape can be painful to remove and he found an air bubble in the tubing but was resolved. Customer declined transfer for assistance.